Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy and the patient¿s hospitalization for fungal (yeast) peritonitis event. The cause of the patient¿s fungal peritonitis cannot be determined with the available information. However, there is no objective evidence in the file that indicates a liberty cycler malfunction or product deficiency caused or contributed to the peritonitis event. Moreover, the patient had concomitant small bowel obstruction during this hospitalization. It is unknown what caused the patient¿s small bowel obstruction or if the small bowel obstruction was associated with the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hospital nurse contacted customer support requesting assistance with cancelling the dialysis treatment via the liberty cycler so that the patient could go to surgery. There were no reported liberty cycler product issues or malfunctions during the call. During follow-up, the nurse stated the patient was experiencing abdominal pain and was admitted into the hospital on an unknown date for peritonitis and concomitant small bowel obstruction. Reportedly, the patient¿s pd culture was positive for yeast. The patient¿s pd catheter (not a fresenius product) was removed (date unknown) and the patient was transitioned to hemodialysis. The patient was also treated with an unknown antibiotic (unknown dose, route, frequency and duration). The exact cause of the patient¿s yeast peritonitis was not reported; however, the nurse indicated that no fresenius drug, device or product issue suspected. The reported surgery was an exploratory laparoscopy due to the small bowel obstruction. The cause of the patient¿s small bowel obstruction is unknown. Further details surrounding the patient¿s hospitalization, including the patient¿s disposition, are unknown as the patient¿s medical records are not currently available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.